Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. The customer's blood glucose level (bg) was over 400 mg/dl. Customer delivered a correction bolus to address high bg. Customer primed the tubing and resumed insulin delivery. In addition, it was reported that customer adjusted personal profiles with health care provider.